Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/4.0 mm balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 75% stenotic lesion in the proximal right coronary artery. The physician uses a bmw gudiewire and a 6fr launcher jr3.5 guide catheter to cross the lesion. The maverick2 monorail 20/4.0 mm balloon was being used to predilate the lesion for placement of an unspecified stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.

Event description:
The pt was asymptomatic during this event. The maverick2 monorail 20/4.0 mm balloon was removed and replaced with another balloon to successfully complete the lesion predilatation.